Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was initially experiencing low flow alarms and then pump stoppages. The pt's system controller was reportedly receiving power but pump would not start a circuit check was performed to confirm the connections and that the pump was receiving power. The system controller was exchanged with no resolution. The system monitor screen indicated the pump speed was at 900 rpm and an intermittent "not receiving data" message was displayed on the screen. An attempt was made to start pump with system monitor with no success. The pt was placed on fully charged batteries with no resolution. The system controller, power module, system monitor and pt cable were all changed with no resolution. Log files were submitted to the MFR for analysis. The pt was subsequently taken back to the operating room (or) for a pump exchanged.

Manufacturer narrative:
The pump was successfully exchanged and the pt continues on lvad support. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.